Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/1/2017. Device returned to manufacturer? Yes. Conclusions code: removed code 67 as the device was returned and the reported issue was confirmed. Device evaluation: the complaint unit was received for evaluation. Visual inspection at 10x microscope magnification was performed. Loose particles/fibers in the optic body were observed compatible with handling the lens out of a sterile environment. Residues of lubricant such as ophthalmic viscoelastics (ovds) were observed in the lens optic body. One lens haptic was observed detached. The detached haptic piece was not returned. The lens optic was observed cut, ripped/torn. The condition observed in the lens is consistent with a lens that has been handled and prepared for use. The reported issue was verified in the returned sample. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Phone/facility name/address/city/state/postal code/country: unknown/ not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck and tore during insertion. The iol was removed and replaced with another one. There was a delay of about 5-10 minutes. There was no patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.